Event description:
Customer reported touchscreen was unresponsive. There was no reported impact to the customer's blood glucose level. Customer declined further troubleshooting, and no additional information was obtained regarding the outcome of the event.